Event description:
Spontaneous. Patient reports using 2 cassettes on (B)(6) 2022 when pump alarm went off. Patient does not know why the pump alarmed on these particular cassettes. Patient wasted the cassettes and was eventually able to resume infusion with a third cassette. Cassette lot numbers unknown. No other information, details or dates provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.